Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up, the rate was programmed to 45 ppm to check the r-wave. When the device was reprogrammed to 60 ppm, the measured rate dropped to 33 ppm. The device exhibited no telemetry and dashes were observed for several parameters. No pacing was observed on an ECG.